Event description:
It was reported that a malfunction code was displayed on the device. There was no adverse impact to the customer's blood glucose level. Technical support arranged to replace the pump, and although the customer did not have a backup therapy, they planned to contact their healthcare provider. The customer was provided instructions for putting the pump into storage mode and was advised to return the faulty pump within 10 days using a pre-paid label.